Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Investigation of the system noted that this was an isolated measurement as all other measurements were within the acceptable range. As a result, the patient will be followed appropriately. No adverse patient effects were reported.